Manufacturer narrative:
Returned device was received in good physical condition but with a scratched screen. No evidence of reported problem in event log was found. During the evaluation of the device, the delivery accuracy issue was able to be duplicated. The expulsor will be replaced to bring delivery accuracy into specifications. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd legacy pump failed accuracy by -6.65%. The issue occurred during testing. There was no patient present at the time of the event. There were no adverse events reported.